Event description:
FDA approved saline implants causing multiple symptoms. Breast implant illness hashimoto's, lyme disease, rheumatoid arthritis, and antinuclear antibodies positive. I have become very sick since my implants ruptured inside of me. Replaced them and became even sicker these toxic bags should be taken off the market, if I knew then that they would cause such sickness I would have never spent so much money getting them. Hashimoto's lyme disease antinuclear antibodies positive. FDA safety report ID # (B)(4).